Event description:
N/a

Manufacturer narrative:
An event of left bundle branch block (lbbb), hypotension, pre-syncope, difficulty remembering procedure, facial droop, slurred speech, and poor coordination, stroke, and moderate penumbra infarction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incidents could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient required hospitalization and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device will not be returned for evaluation, this device was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 368-379s and heparin was given. A pre-implant balloon valvuloplasty (bav) done with a 22mm non-abbott balloon. After pre-bav, the patient developed a left bundle branch block and no treatment was given. The valve got fully re-sheathed due to the implant depth was too high. The final implant depth was 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (ncc). After the implant, the patient had an episode of hypotension and pre-syncope and difficulty remembering procedure. No neurological symptoms and all other symptoms were resolved. On (B)(6) 2025, the patient presented to the emergency department with facial droop, slurred speech and poor coordination and code stroke called. Tenecteplase was given and computed tomography (CT) brain found moderate penumbra infraction left middle cerebral artery (mca) territory. The patient required hospitalization.